Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, a ventricular and atrial lead could not be implanted due to the patient's anatomy. Two different leads were implanted. During the procedure, the patient's blood pressure dropped, the patient had ventricular standstill and a temporary pacemaker was placed to complete the implant procedure. The patient became hypotensive and an echocardiogram was done. It was noted that the patient had a pericardial effusion. No intervention was done as the patient was stable and was placed in intensive care for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.